Event description:
Device has been discarded.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photo analysis: visual analysis of the photographs identified: fluids, red particles on the surface of the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant exchange

Event description:
Patient reported having been diagnosed with "stomach cancer." Side was unspecified, this record is for the right side. Healthcare professional reported stomach cancer, specified as malignant carcinoid tumor of stomach was not related to the device. Additionally, healthcare professional reported right side deflation. Device has been explanted.